Event description:
It was reported that during a da vinci si myomectomy procedure, the orange part cracked on the monopolar curved scissors instrument. The intended procedure was completed successfully. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received.